Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. A lead fracture and insulation damage were confirmed. Reprogramming was performed and it is planned to continue to monitor this patient. No adverse patient effects were reported. At this time, this lead remains in service.